Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
During set-up, it was observed that the display panel head of the thermogard console (sn (B)(4)) was not secure, the display head was secured and connected to the console. Follow this, the console displayed "coolant low" message after power on self-test. The user performed troubleshooting by powering off and unplugging the system, emptied and filled up the coolant and turned on the system but was unable to clear the "coolant low" message. No patient involvement.

Manufacturer narrative:
The report of the thermogard console (sn (B)(4) displaying coolant low message was confirmed during functional testing and in the event log. The root cause was due to interchanged cable connection of the air trap sensor and the coolant sensor. Upon visual inspection, no physical damaged was observed. Evaluation of the console revealed mid09 (post sensor) error message upon power up due to a defective glycol sensor block. This issue is not related to the reported event. Upon replacement of the glycol sensor block. The console displayed a coolant low alarm, the cause was due to interchanged cable of the air trap sensor and the coolant sensor. After reconnection of the cables, the console was functionally tested and found no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).